Manufacturer narrative:
H6: ventec received the device for evaluation, noting that it would not power on when prompted. As a result, ventec was unable to download the device's electronic records (system logs) for analysis. Ventec opened the device in order to perform an internal inspection and found significant dust contamination throughout the device. Ventec noted that the amount of dust contamination present was likely a contributing factor of the device not powering up (and it powering off, unexpectedly). The control board then was removed for further examination. Ventec observed that the board showed heavy dust accumulation and clear evidence of moisture intrusion. As a result the control board had sustained moisture-related electrical damage affecting multiple regulators and supporting components. Due to the extensive of amount of contamination found within the device, the device was deemed unrepairable. The investigation determined that the root cause of the reported issue was contamination (dust and moisture). However, further root cause could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powered off unexpectedly during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has made multiple attempts to contact the reporter in an effort to obtain additional information about the patient. No response has been received.